Manufacturer narrative:
The company service rep examined the system and found the laser engine unstable. The system would not calibrate. The laser engine needs to be replaced. The customer is in the process of purchasing a newer model laser system and declined to have the laser engine replaced on the current system. (B) (4). (B) (4).

Event description:
Adverse event(s): "the surgeon performed a cryopexy" (alternate procedure performed). Product problem(s): "the system shut down after increasing the power" (loss of power). The nurse reported the system shut down after increasing the power. The system was rebooted, but did not boot up as it normally does. The surgeon performed a cryopexy to complete the case. The nurse stated there was no pt injury.